Manufacturer narrative:
Ae assessor spoke to the patient's mother briefly she was not able to provide many details. The mother reported that the patient had a stent in his heart. She confirmed that the date of death was (B)(6) 2019 and that the cause of death is unknown. The patient died at home in his room.

Event description:
The patient's mother said the patient passed away yesterday at home. She stated he had a stent in his heart. The other details are unknown. The patient's mother said she was not present at the time.